Event description:
Anchoring pin broke off in pt's knee while doing a total knee procedure. A boring tool was used to remove the portion of the pin that remained in the bone. Bone filler was used to fill the void.